Event description:
The facility contacted baxter (B)(4) to report a solution administration set with an injection site with damage; the set was crushed. This malfunction was found before use. There was no patient involvement, report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was received for evaluation. During the visual inspection confirmed the reported condition; the set was damaged/crushed at the y-site. The exact root cause could not be determined. No further testing was performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510(k) number.